Event description:
It was reported to philips that the customer was unable to perform fluoroscopy due to an image disk problem. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during clinical use at start of the diagnosis procedure. The procedure was completed as planned by using same system. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not able to perform fluoroscopy due to an image disk problem. A review of the system logfiles found an image disk error which preventing the fluoro storage. Fse recreated the image store. After creating the image store, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since the image store issue is not related to any malfunction. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. However, the diagnosis procedure was completed as planned by using the same system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.